Event description:
Lap chole - "put clip applier around the tissue, fired once and the clip scissored and cut tissue. Fired again to stop bleeding and it fell off the duct. Fired 8 more clips along vessel and 1 more clip fell of the tissue."patient status - "good."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: six (6) sterile samples were returned for evaluation. Engineering inspected four units and determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. Engineering inspected the fifth unit; the clips were fired off and met all specifications. Particulate matter fired out upon the first actuation of this unit. Engineering disassembled the unit; all internal components were within specifications. The sixth unit was inspected and engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to the customer's experience with the device. The cause of the multiple clips feeding was due to the damaged jaws. The root cause of the clips feeding under the jaws was due to the closure member and jaw interface. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. This document represents our final report.